Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The device's error logs were received, and a ventilator inoperative error code message is present relating to a high machine flow sensor drift. The device's service manual suggests replacing the machine flow sensor to resolve the issue; however, the device is pending further engineering evaluation and a full resolution of the problem. The device was returned to the distributor for evaluation and repair. The distributor states that the oxygen sensor will be replaced to address the issue. No further investigation is required.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device's error logs were received, and a ventilator inoperative error code message is present relating to a high machine flow sensor drift. The device's service manual suggests replacing the machine flow sensor to resolve the issue; however, the device is pending further engineering evaluation and a full resolution of the problem. A supplemental final report will be submitted when the manufacturer's investigation is complete.